Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 246 mg/dl to 500 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was treated with the bolus for the high blood glucose. Customer does not allege pump was under delivering. Customer experienced the symptoms related to the high blood glucose was headaches, thirsty and tiredness. Customer reported that insulin does exit at quick release. Troubleshooting was done for the high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.